Manufacturer narrative:
D10: 304-21-11: 10.5 mm platform fx stem left, 300-21-00: 0 mm fixed angled kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, during an initial left total shoulder arthroplasty, the patient experienced a partially torn vessel in contact with the dislocated humeral head. 5x tie sutures were passed around the vessel in order to control the bleeding. The outcome is considered to be resolved.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.